Event description:
It was reported the tabs broke off of two poly trials in the inhance tray. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a product investigation was completed: visual analysis of the returned device found one retaining tab from the locking mechanism broken; fragment was not returned for evaluation. Although no crack condition was found, the reported allegation can be confirmed as the crack condition may have led to the breakage. Breakage of the tab can be attributed to unintended use error by use of excessive force while assembling and/or disassembling the device. The overall complaint was confirmed as the observed condition would have contributed to the complained device issue.¿based on the investigation findings the potential cause is traced to unintended use error, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.